Manufacturer narrative:
Device analysis: following a detailed device analysis it was noted that the condition of the returned device was consistent with the complaint incident. Initial visual examination of the returned device revealed proximal stent damage. Some of the distal struts were misaligned. This type of damage is consistent with the device encountering some form of restriction on the withdrawal of the device. No kinks or damage were found along the length of the hypotube. The device was returned without the product mandrel or balloon protector. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation for this batch found that the device met is material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, withdrawal difficulties and stent damage occurred. The 99% stenosed target lesion was in the calcified proximal to distal portion of the left circumflex (lcx) artery. A non-bsc guidewire was advanced and the lesion was predilated with a 2.0x15mm non-bsc balloon catheter. An atlantic intravascular ultrasound (ivus) catheter was used. A 2.75x32mm taxus express2 drug eluting stent (des) was advanced to the target lesion, but would not cross the lesion. During withdrawal, the 2.75x32mm taxus express2 des became stuck on the lesion and withdrawal difficulties occurred. The physician was able to deep seat the non-bsc guide catheter and successfully withdrew the 2.75x32mm taxus express2 des. It was noticed that the proximal edge of the stent appeared "flared". The procedure was completed with the implant of a 2.5x16mm taxus express2 des and a 2.75x20mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good".